Event description:
Philips received a complaint from the customer, reporting a broken touchscreen on the v60 ventilator. It is not known if the device was in clinical use. There was no report of harm. A philips remote service engineer (rse) reported the customer requested part details for replacement order only. The rse provided the requested details.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
H10: the customer ordered the touchscreen replacement, and the part was supplied as no engineer, material only (nemo) method for correction. Neither the success of the part replacement, nor the final disposition are confirmed. Multiple attempts were made on 30-oct-2023, 02-nov-2023, and 09-nov-2023 to try to obtain further information about this case, but no response was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.